Manufacturer narrative:
Information was forwarded from (B)(6), which markets the devices in the u.s. The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure has lead to the alleged event. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assesment, an amended medical device report will be filed. The need for further corrective measure is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that a surgery was delayed by 15 minutes because the cup surgeon previously intended to implant was loose so the doctor switched to another cup. No risk for patient was reported.